Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the endotracheal tube was leak tested before patient use and no leaks were detected. After an unknown amount of time in patient use, the endotracheal tube reportedly began leaking. The endotracheal tube was replaced. No incident related medical sequela was reported.